Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for remote follow up on (B)(6), far field r-wave oversensing on the atrial lead was observed via egms. The patient did not receive inappropriate therapy. Programming changes were suggested.